Event description:
Cpi's technical services department received a phone call from a cpi representative concerning this implantable cardioverter defibrillator (ICD) which was recently implanted. The patient's physician had obtained strips from the ICD which suggested that it may have been ventricular pacing above the ICD's programmed upper-rate limit.